Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with (B)(6), is related to case with (B)(6).

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 600 mg/dl (strip lot 497183), 325 mg/dl (strip lot 497183), and 227 mg/dl (strip lot 497527) . Results were obtained using different strip lots. No adverse event reported. Return of the suspect device was requested for evaluation.